Manufacturer narrative:
This is one of two related MDR's. Refer to 9610905-2013-00010.

Event description:
Surgeon was using mmf screws to consolidate fracture. Mmf screws broke near the head upon removal. Bottom portion of screws will remain implanted. Patient health was not compromised.